Manufacturer narrative:
The lead was returned with no reported event. As received, only a connector portion of the lead was returned in one piece for analysis. A failure event was observed during analysis. Final analysis found internal shorts between conductors due to the damaged coils consistent with procedural damage. An external insulation abrasion exposing the outer coil located between the connector boot and the cut end of the lead was noted. The cause of the external insulation abrasion is consistent with friction to the device can.

Event description:
This report is to advise of a failure event observed during analysis.